Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported surgeon was placing a 10mm screw into very sclerotic bone during a revision surgery. He chose not to tap. During insertion the screw began to squeak and the surgeon could not advance it any further using the viper polyaxial screw driver. He chose to take the screw out using the cannulated t20 driver. The driver tip then broke off while trying to back the screw out. Patient consequence? :no. Action taken for procedure:we used an alternative driver to back the screw out. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.